Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the sensor board was found in the ventilator's downloaded error log. The device was returned to the customer unrepaired per customer request.